Event description:
It was reported that a dose change/refill had occurred. The patient's morphine dose was increased from 9.1 mg/day to 10 mg/day. It was noted as being unclear if there was a concentration change, or change to the baclofen dose, that was also delivered via the pump. A change in therapy effect was noted. The patient was admitted to an intensive care unit due to mental status changes, and a positive response to narcan. It was further indicated that the patient was currently experiencing pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: 2006-(B)(6), explanted on: unk.